Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 02/15/2019. The customer complaint was not reproduced but the drc was warm to touch during the evaluation. It was determined that the failure of components d14 and q1 on the main board of drc s/n (B)(4) caused the drc to become warm to touch. The customer mentioned the possibility of an incorrect power supply having been used with the drc at an earlier point, but no incorrect power supply could be located. A deficiency has been identified. A rocketware search spanning six months revealed one similar incident and no evidence of a trend. No corrective or preventive action is required at this time.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer reporting that downloader sn (B)(4) is hot to the touch. Customer stated that I-stat downloader recharger (B)(4) gets hot when different analyzer are placed on the dock. Customer also stated that it is not related to any I-stat or battery inside of the I-stat. There are no injuries associated with this event. Per I-stat1 system manual: art: (B)(4), rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.